Event description:
On april 25, an amazon customer commented that the product was consistently inaccurate. The customer said that these tests consistently read as negative. They bought 4 boxes and said they don't trust these to mitigate any risk of spread, and that the orange and white box ones are much more accurate in user experience. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result or its accuracy etc. Following by reporter's consent.